Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during pt flight transport, the device inappropriately shut down for 20 seconds and then restarted. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs provided evidence of the customer report and suggests that an outside source may have contributed to the device reset, but we are unable to confirm this as cause. The device was recertified and returned to the customer. No trend is associated with reports of this type.